Manufacturer narrative:
Device analysis report attached. This report is submitted on september 12, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022. The patient was re-implanted with a new cochlear device during the same surgery.